Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted stylet insertion test was failed. Dried blood obstructed in coil lumen was confirmed with destructive testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead the stylet became obstructed. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.